Manufacturer narrative:
The treatment parameters used during the procedure were 4000 mw power and 3000 ms pulse duration. The devices used in the procedure were analyzed by the manufacturer and performed as intended with no anomalies.

Event description:
On january 20, 2017, it was reported to the manufacturer that during a procedure using the iridex oculight slx laser on (B)(6) 2017, an incident occurred where a patient received a scleral burn in their right eye. It was reported that there was scarring at the point of contact of the laser. Additional information from the hospital reported their was no additional treatment done to the burn. At follow-up, the patient was reported to be doing fine with no further clinical sequela.